Event description:
It was reported that the ekos endovascular device had a drug leak and required device replacement. An ekos endovascular device, 106x30cm was selected for use. The catheter was placed, and the patient was transferred to the recovery room. When the physician attempted to connect the drug line to the catheter, it was observed that the injection port was cracked. The drug was not able to be flushed through the catheter. Troubleshooting was unable to resolve the issue. After approximately 4 hours without lytic therapy, the patient was returned to the catheterization lab and the ekos endovascular device was replaced. There were no reported adverse consequences to the patient.

Manufacturer narrative:
Additional information received on 10may2023 indicated the appropriate device details. Device analysis: the ekosonic endovascular device was returned to the complaint investigation site. Microscopic visual inspection of the infusion catheter showed cracking on the drug port and coolant luer. The device was tested for leaking, and it was noticed that the device leaked water from the drug port luer where the cracking was present. The device did not leak from the coolant luer, despite it being cracked. The reported event of a crack in the drug port luer and leaking of liquid were confirmed. Additionally, it was found that the coolant luer was also cracked.

Event description:
It was reported that the ekos endovascular device had a drug leak and required device replacement. An ekos endovascular device, 106x30cm was selected for use. The catheter was placed, and the patient was transferred to the recovery room. When the physician attempted to connect the drug line to the catheter, it was observed that the injection port was cracked. The drug was not able to be flushed through the catheter. Troubleshooting was unable to resolve the issue. After approximately 4 hours without lytic therapy, the patient was returned to the catheterization lab and the ekos endovascular device was replaced. There were no reported adverse consequences to the patient.